Event description:
A 24mm x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001 in a patient with excessive iliac tortuosity. During an examination for abdominal pain, the patient was found to have an 8cm abdominal aortic aneurysm with an angulated aortic neck confirmed by a CT scan. A cutdown was performed in the right groin to the common femoral artery. A 0.25 glide wire was advanced up into the aneurysm and the proximal aorta. This was followed by a 7 french sheath and an angioscale catheter. Due to the angle of the aortic neck, the physician performed an angiogram to obtain the neck measurements with an angiographic marker catheter. The neck measured about 15 to 20mm in length below the renal arteries. The physician stated that he felt the neck to be acceptable. A cutdown was performed in the left groin and a 0.25 glide wire was placed through a 7 french sheath up into the aorta. The physician attempted to pass the device but was unable to pass it due to tortuosity. A keller-timmerman sheath was then inserted but was also unable to advance because of the tortuosity of the iliacs; therefore, a cutdown over the brachial artery was performed and an 8 french sheath and a 0.25 guidewire was inserted in to the brachial artery. A 460cm jag stiff wire was advanced down to the infrarenal aorta followed by an 8 french lumex guide catheter. Through the lumex guide catheter, the physician was able to manipulate the wire with a vertebral catheter into the right common iliac and it was brought through the groin. The physician was then able to advance the keller-timmerman sheath and then the bifurcated stent graft. The bifurcated stent graft was deployed. The physician stated that a 16 french sheath was advanced up the left side into the aneurysm sac to "buttress" the graft while the runners were successfully removed. While the physician was deciding what size length limb graft to place, an angiogram was performed and it appeared that the device had slipped or was not adequately secured in the neck of the aneurysm and was now in the aneurysm sac. The physician stated his options were to try to place a proximal cuff but he did not feel that there was adequate length to secure proximal fixation so the decision was made to open the patient and perform conventional repair. The stent graft was removed during the conversion to open repair. The patient tolerated the patient well and is reported to be fine. There were no additional clinical sequelae related to this complaint.